Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced toxic anterior syndrome two (2) days after an intraocular lens (iol) implant surgery. This is one of two records from this facility. Additional information has been requested.